Event description:
The customer called and reported receiving failed battery test alarms. Customer's blood glucose was not known. Customer was advised to clear the alarm, or it would recur with each new battery inserted. Customer stated the battery cap contacts were not missing or damaged, and no relevant corrosion or damage were noted. Customer was driving and did not complete troubleshooting on the phone call. The customer was educated on how to clean battery camp contacts. He stated he would do so, monitor, and call back if the issue were to persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.